Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pe valve would not switch. Additional malfunction for this device was the power switch was not alarming